Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a failure of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
Patient was not under anesthesia no delay reported.

Event description:
The customer reported to olympus, the video system center had a loose connector. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, failures of the video cable connectors was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.